Event description:
Ventilator stopped delviering tidal volumes, and the alarms sounded. The pt was manually bagged until the ventilator was replaced. There has been a history of device failures of this nature. The staff members are concerned about this particular device and its failures, yet it is the only machine available to them with that particular feature. The ventilator was evaluated after the failure by the biomedical engineering dept at the site and serviced by draeger. Draeger found a peep valve malfunction on the machine. There were no known unusual circumstances occurring with the pt that may have contributed to the event. These devices have been replaced with newer models of the same device types (life expectancy for this device is 10 years), yet they have the same display problems. The newer models are on a 6-month evaluation phase, after which the site will determine what to do next. There is a preventive maintenance program in place for this device. It is done one time by the MFR and two times per year by the facility. The device is reprocessed after each pt use and the machine additionally goes through operator checks at this time.